Event description:
The hub separated from the sheath during the procedure, causing the patient to lose a lot of blood.

Manufacturer narrative:
Evaluation: the device was returned in a used and damaged condition. A visual examination confirmed that, the sheath material separated from the hub, with no evidence of material elongation and/or material present within the cap and adapter. Further examination also detected thread marks to be present within the bell of the thread, suggesting the flare was oversized. This would prevent the flare from adequately seating between the cap and adapter during the assembly process. The appropriate personnel have been notified of this matter.